Event description:
It was reported that (2) devices were used during a fundoplication. It was reported by the affiliate that the h3tuv handpieces had no function (no further details). Another instrument was used to complete the case. There was no consequence to the pt.